Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implant. The indication for use was non-malignant pain and post-laminectomy pain. It was reported that there was a motor stall. No symptoms were reported. No further complications have been reported as a result of this event.